Manufacturer narrative:
Unique device identification (UDI)#: (B)(4). The directlink intracranial pressure (icp) module was not returned and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 1226348-2020-00174. Sales representative narrative: ¿the physician described recent microsensor implantation paired with dl icp module where placement was confirmed in the parenchyma (post-op CT head). Difficulties were described as multiple pressure module changes necessary to get icp waveform on the phillips monitor after transfer from or/pacu, so in an effort to resume icp tracing, the rn reportedly recalibrated the icp module then re-zero¿d the icp microsensor while inserted in the patient and prior icp readings were consistently 18-19 (with waveform) then 0mmhg with waveform after re-zeroing.¿ actions after the product problem occurred: "the double lumen bolt with the micfosensor and licox has to be removed and replaced. When replied, the mew micro sensor gave an abnormaly high icp reading. When an evd was placed, the real icp was 15 points lower than what was reading on the new micro sensor. The micro sensor was calibrated per instructions and a cth showed the device to be in the parenchyma of the brain." No patient complications reported after the procedure.